Event description:
As reported to coloplast though not verified, the patient was implanted with aris. As a result the patient experienced infection, pain, bleeding and vaginal discharge.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text: device not returned.